Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the pump began to make a strange sound (scraping), began to shake and interrupting. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.